Event description:
Additional information was received that the high impedance was first seen (B)(6) 2011 and that same appointment the patient reported that they were no feeling stimulation. There was no reported neck or chest trauma that could have damaged vns.

Event description:
It was initially reported that the patient had high impedance. It was believed that it would found by the neurologist prior to surgery. The neurologist office does not report issues but prior to surgery it was known that it was going to be a full revision. The high impedance was confirmed prior to replacing the lead. Product will not be returned to the manufacturer as it was discarded at the hospital. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.